Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 8/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One paper lid, one empty winding former and two detached needles were received for analysis. Product code 8720zh, this product code is double armed. Upon visual inspection of the detached needles, the swage and attachment area were noted to be as expected. The barrel holes of the needles were examined with magnification, and no suture remnant was noted. The suture was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device pending evaluation. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If other, please explain. It was stated that it accorded when handing the suture to the surgical tech. The needle was instantly retrieved. Provide the source or name and title of external person providing answers to follow-up : or charge nurse.

Event description:
It was reported that a patient underwent a vascular procedure on an unknown date and suture was used. During the procedure, the needle popped off the suture. The needle was recovered. There were no patient consequences reported. Additional information was requested.